Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer reload the cartridge to resolve the issues. There was no adverse impact to the customer's blood glucose level. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer reload the cartridge to resolve the issue. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.